Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2019 the patient experienced a pulmonary infarction suspected to be related to the sensor. The patient is stable and asymptomatic. A CT was performed and images have been requested.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019 a heart failure specialist confirmed the waveform appeared to be dampened. At this time it was recommended that the clinician stop using the pa pressures and consider evaluating the potential cause of reduced blood flow to the sensor.